Manufacturer narrative:
The company service representative examined the system and found the system functioned as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the vitrectomy cutter was not working right, it was intermittently cutting. The anterior vitrectomy could not be completed and the patient had to be referred to a vitreoretinal specialist. Additional information has been requested but not received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).